Event description:
Caller alleged discrepant results compared with the lab. Caller also reported imprecision with inratio meter. Pt's therapeutic range: 2.5-3.5 inr. Pt began using the inratio meter in (B)(6) 2010 and had no problems until a hospital stay that ended on (B)(6) 2011. A new box of strips (lot# 247451) was used for all tests performed after (B)(6) 2011. The original box was tossed out and lot number is unk.

Manufacturer narrative:
Investigation pending.